Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2011 and (B)(6) 2013. The maximum left ventricular (lv) lead pace impedance is at an approximate baseline of 150 ohms throughout the record.

Event description:
It was reported the left ventricular lead demonstrated high thresholds and low impedance measurements. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4574, implantable pacing lead, (B)(6) 2009; 6944, implantable tachy lead, (B)(6) 2009. (B)(4).